Event description:
It was reported the patient was ¿never satisfied¿ with the system when it was implanted. A loss of therapeutic effect was noted. It was stated the trial seemed to work, but after getting the permanent implant, after a while, it didn¿t seem like the therapy was doing any good. The patient initially started on program 4 and it ¿seemed pretty good,¿ but then they changed to program 1. If the patient went back to program 4 it would ¿sting¿ so bad they ¿could not stand it.¿ it was indicated the patient met with both a urologist and manufacturer representative and reportedly they both ¿did not think it was in right¿ and that the lead may have moved. The system was removed several months prior to the date of this report. It was later noted the system was removed because it was ¿not implanted correctly¿ and only program 1 worked. The ¿not implanted correctly¿ statement was clarified to mean that the patient would have ¿no feeling in the body except by the tailbone.¿ the patient would get the ¿sting¿ sensation on programs 2-4 as well. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v295464, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).